Event description:
Customer reported chemotherapy infusing at 20 ml/hr via a central line leaked from the connection of the maxzero and phaseal. No pt harm or medical intervention was reported. No further pt/event info was provided. MFR's report number: 9616066-2014-00848. MFR's report date: 08/26/2014. (B)(4).

Manufacturer narrative:
MFR's report date: 08/26/2014. (B)(4). This report was filed by the MFR. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.